Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9xt, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1056953, rev.p (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The initial reporter has been contacted for additional information on the incident. The consumer's medical condition, stability and medication regimen are unknown, however was reported the end user requires use of the device for mobility. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: any further information received will be filed in a supplemental report.

Event description:
An incident was reported regarding a shipment of wheelchairs allegedly causing the resident skin tears and bruising. No medical intervention. Sample is available.